Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that when the customer attempted to deliver a bolus, but the buttons were not responding. Then, the insulin pump alarmed button error. The customer's blood glucose was 246 mg/dl. The customer stated that they would revert to their backup plan until the day after the phone call. The discontinuation of the device was advised. Nothing further was reported.